Manufacturer narrative:
A ge rep performed an over the phone investigation. The svc rep ordered a battery pack. No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.

Event description:
The customer reported that the sys displayed a filament regulator failure, a charger failed, a low kilo-volt and a low milliamp error messages. No pt injury was reported.